Event description:
The customer stated she was hospitalized for high blood glucose. The blood glucose reading was 207 mg/dl at the time of the call. The customer stated she experienced high blood glucose levels for a few days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.